Manufacturer narrative:
(B)(4) batch # unk photo analysis - one photo was provided; the picture shows the tip of a device sticking out of the blister as the device appears to be inside of it sterile packing. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that there was packing breakage. Opened the outer box, but did not open the sterile packing, found the packing was damaged and the jaw of the device was out of the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58274. Investigation summary: the analysis results found that a pse45a device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Lot p93z5d: the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Batch p58274: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.